Event description:
The patient tolerating vent and vent settings all night. When traveling to CT scan, the patient desatted to 50% on travel vent. Patient improved with ambu bagging, no difficulty when bagging. Rt checked all connections on travel vent with no obvious issues, patient required bagging for remainder of travel from CT scan. I am waiting for further information on the outcome of the work up for this machine.